Manufacturer narrative:
This ICD remains in service for the time being. Once explanted and replaced, this ICD will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that this ICD was explanted and successfully replaced. The replacement device was a competitor product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) four weeks after the device declared elective replacement indicator (eri). The charge times were not as expected. Boston scientific technical services (bsc ts) suggested this ICD be explanted and replaced. There were no adverse patient effects reported.